Event description:
Balloon did not deflate during coil embolization, even with the guidewire pulled back. Surgeon had to remove all of the system (micro catheter and guide catheter together). It seems that the balloon was stuck to the guide catheter. No pt injury reported.